Manufacturer narrative:
Additional narrative: (B)(6). (B)(4). Due to intra-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a proximal humerus osteosynthesis procedure, the doctor placed a screw in the very angled distal fragment and during the final adjustment with the screwdriver, the screw broke. A piece of the screw remained in the patient¿s bone. Reportedly there was no surgical delay. Concomitant device: screwdriver (part/lot unknown, quantity 1). (B)(4).